Event description:
It was reported that the ventricular lead exhibited less than 200 ohms unipolar impedance with repeated measurements. Bipolar impedance was in the 600 ohm to 700 ohm range. The ventricular polarity was switched to the bipolar configuration.

Manufacturer narrative:
Na